Manufacturer narrative:
Addendum to the previous information. This supplemental emdr is being sent to correct the brand name and 510k number for the composix kugel. A review of the manufacturing records was conducted which found that the device provided was manufactured to specification. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted.

Manufacturer narrative:
To date, limited information has been provided. Based on the limited information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Regarding infection the warning section of the IFU states, ¿if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the device.¿ if additional information is obtained, a supplemental MDR will be submitted. Addendum #1: this supplemental emdr is being sent to correct the brand name and 510k number for the composix kugel. A review of the manufacturing records was conducted which found that the device provided was manufactured to specification. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. Addendum #2: h11: this supplemental emdr is submitted to document additional information provided, to correct expiry date and manufacturing date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per the medical records review, several years post implant of composix kugel mesh, patient with multiple medical/surgical history was diagnosed with small bowel obstruction, bowel perforation, mesh migration, infection, fistula, adhesions, abdominal pain thereby underwent repairs with mesh removal. Per op notes ¿the bowel had fistulized and eroded into the mesh.¿ the instructions-for-use supplied with the device lists fistula and adhesions as possible complications. Corrected fields: d.4 (expiry date), h4 (manufacturing date). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Per legal complaint no.: (B)(4). It is alleged by the patients attorney that on 9/14/2007, the patient underwent surgery for repair of an incisional ventral hernia. As reported, the patient's hernia was repaired with a bard/davol large oval kugel patch, reference number 0010202, lot number hurc8814. It is alleged that several years later on (B)(6) 2014, the patient underwent and additional surgery to remove the kugel patch, which allegedly failed and became infected. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective kugel patch. Addendum per additional information provided: (B)(6) 2007 - patient was diagnosed with incisional ventral hernia with partial small bowel obstruction thereby underwent repair with the implant of composix kugel mesh. Per operative notes, ¿the incarcerated bowel was freed from the umbilical hernia sac and adhesions. There was serosal tear in portion of small bowel. A composix kugel mesh was placed in the abdomen to cover the defect, then the fascia was closed with portion of suture incorporated with portion of mesh.¿ (B)(6) 2010 - patient was diagnosed with small bowel obstruction secondary to adhesions thereby underwent repair. Per operative notes, "the small bowel was found densely adherent to the undersurface of the prosthesis, as well as to other loops of small bowel. The bowel was separated from the overlying prosthesis which was the cause of the obstruction and the reminder of the abdomen was palpated.¿ (B)(6) 2012 and (B)(6) 2013 - patient visited hospital for abdominal pain and possible previous abdominal hernia repair consistent with erosion into small bowel. (B)(6) 2014 - patient was diagnosed with mesh to bowel fistula with chronic inflammatory process refractory to medical management. (B)(6) 2014 - patient was diagnosed with mesh-to-bowel fistula with subcutaneous chronic infection thereby underwent repair with removal of infected mesh. Per operative notes, ¿an inflammatory change around the umbilicus was seen. The bowel had fistulized into the mesh. The adhesions cephalad were taken and resected the abdominal wall, abdominal musculature, mesh and bowel. An extensive amount of adhesiolysis was found and small bowel was going into this gordian knot of bowel at the mesh-to-bowel fistula. Piece of small bowel was going into the colon, the entire small bowel enbloc resection was removed." Attorney alleges that the patient had adhesions, bowel removal, pain, infections, fistulae and emotional injuries.

Manufacturer narrative:
To date, limited information has been provided. Based on the limited information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Regarding infection the warning section of the IFU states, ¿if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the device.¿ if additional information is obtained, a supplemental MDR will be submitted. Not returned.

Event description:
(B)(4). It is alleged by the patients attorney that on (B)(6) 2007, the patient underwent surgery for repair of an incisional ventral hernia. As reported, the patient's hernia was repaired with a bard/davol large oval kugel patch, (B)(4), lot number hurc8814. It is alleged that several years later on (B)(6) 2014, the patient underwent and additional surgery to remove the kugel patch, which allegedly failed and became infected. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective kugel patch.